Event description:
During an atrial fibrillation ablation procedure, following sheath and guidewire insertion into the right atrium, air was aspirated instead of blood at the valve of the sheath. The sheath set was removed and exchanged to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The reported event of air being aspirated could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.